Manufacturer narrative:
One smiths medical cadd solis hpca pump was returned for analysis with a damaged lens. During analysis, the customer's reported issue regrading "needs pm / over delivered" was confirmed. The unit was found to be over the 3% nominal but within the 6% max. Service will trim the expulsor to bring into nominal and correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that, during an annual evaluation of the pump, the smiths medical cadd solis hpca pump overdelivered and needed preventive maintenance. There was no patient involved in this event. No adverse effects were reported.